Event description:
It was reported that prior to starting a da vinci s hysterectomy procedure, the surgical staff experienced no vision in the right side monitor of the surgeon's console. The patient was under anesthesia when the surgeon made the decision to convert to open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
Investigation conducted by the field service engineer concluded that the vision issue experienced by the customer was associated with the transformer located within one of the camera control units (ccu). The ccus control the quality of the video images and produces three dimensional images to the da vinci vision system through right and left optical paths. The images are acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. The system was repaired by replacing the transformer of the affected ccu. As of october 19, 2010, there have been no reported recurrences of the issue at this hospital.